Manufacturer narrative:
(B)(4).

Event description:
It was reported during a visit to (B)(6), a pacer dependent patient presented to the hospital with syncope. Interrogation of the device revealed no pacing, detection or egm, however pacing restarted and the patient was discharged at their request. Subsequently, the patient's device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported field event of an output, pacing, and egm anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.